Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and with a (B)(4) reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass rny procedure the device was fired several time with a white load. On the sixth firing with a blue load while firing across the stomach the tissue started pushing out of the end of the device. When the surgeon opened the device the stomach tissue was stuck to the cartridge. Graspers were used to pull the tissue off the cartridge. The device was reloaded for the seventh firing with another blue load. At the second firing stroke the tissue started pushing out of the device. When the device was opened and removed the staples were malformed and the tissue was halfway out of the jaws. The endo stitch was used to over sew where the malformed staple were. The rep stated that after every firing they were swishing the device for cleaning. Another device was used to complete the case with no patient consequence. One device to be returned for analysis.